Event description:
It was reported that the patient underwent an initial right shoulder replacement approximately 3 years and 2 months ago. Subsequently, the patient experienced infection. As a result, the patient underwent a shoulder revision and the application of intravenous antibiotics approximately 3 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-01-15 - equi humeral stem primary, press fit 15mm 5729193. 320-02-38 - rs expanded glen 38mm, +4mm offset 6601015. 320-10-00 - equi reverse tray adapter plate tray +0 7318859. 320-15-01 - eq rev glenoid plate 7296196. 320-15-05 - eq rev locking screw 7323422. 320-20-00 - eq rev torque defining screw kit 7302736. 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm s336786. 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm s336787. 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm s305142. 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm s334190. 320-38-00 - 145-deg pe 38mm hum liner +0 7315200. 321-52-07 - 3.2mm drill bit sterile 6559209. 321-52-09 - 3.2mm k-wire, trocar tip 7029529. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.